Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a return in symptoms that included increased spasticity, spasms all over his body and charley horses in both legs. The patient's mother had thought that her son's pump was slowing down. The patient's mother stated that her son was on a low dose of baclofen, but the dose was not specified. She stated that his dose was increased slightly at the last refill session. The patient was placed on oral baclofen. According to the patient's mother, the patient was tired from being on the oral baclofen. The patient's mother stated that her son would have to cancel the remainder of his schooling related to the patient's status. The next refill session was in three months. The patient had planned to see a surgeon for device replacement within a couple of days. Additional information has been requested, a follow-up report will be sent if additional information becomes available.